Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s current blood glucose level was 129 mg/dl . The customer stated that that they had changed her battery a few times and her pump wasn't working. The customer was advised that the and pump needs to be here to troubleshoot further. The insulin pump will not be returned for analysis.